Event description:
It was reported tht (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atw35 was fired two times. On the third attempt to fire, it would not close down on the tissue and felt very stiff. There was no consequence to the pt.